Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a saline mentor breast implant of unknown type. The patient thought that implants were ruptured; however, upon bilateral removal on unknown date, implants were intact. This is for one of the implants, see manufacturer report number 1645337-2018-04468 for contralateral prosthesis.